Event description:
It was reported the right siderail toprail cracked resulting in sharp plastic edges. No adverse consequences reported.

Manufacturer narrative:
The siderail was still able to be latched in and up, locked position to prevent a pt from inadvertently rolling off the stretcher as the crack was on the very end of the siderail at the pt's feet.